Manufacturer narrative:
E1. Initial reporter e-mail: an additional email was reported as follows: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, the cap of one (1) tube is defective. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The analysis revealed that the first photo showed a defective or damaged hemoguard shield. Additionally, 30 retained samples underwent a visual inspection, and all retained samples passed without any defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective product/component based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, the cap of one (1) tube is defective. No adverse impact was reported regarding the patient or user.